Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/27/2021. An investigation was conducted on 06/03/2021. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact c-ring. There were no visual defects observed in the photograph. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the bipolar electrodes. The blade was observed to be intact, no visual defects were observed. The scope wash tubing was observed to be bent closest to the intact c-ring. The end of the scope wash tube was detached from inner part of the cannula. No other visual defects were observed. Based on the returned condition of the device, the reported failure " break" and the analyzed failure "material twisted/ bent c-ring " was confirmed . The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. Nurse practitioner felt like a piece of the scope broke off in the leg, they saw what looked similar to a pacing wire or string in leg. When going back to retrieve what they saw they were unable to find it. Xrays were taken and there was nothing noted on xray left in leg. Case delayed due to looking for broken piece and getting xray. No additional incisions required. No patient was harmed.